Event description:
The facility reported that an intermate had a reservoir rupture at the end of infusion. The device was filled with a solution containing 70 mg caspofungin in 170 ml saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the reservoir ruptured in a footed position. Additionally, microscopic inspection noted some abnormalities near the rupture line. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue has been investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.